Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint was returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. The complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 - (06/13/2014) - product received date for meter and usb cable/ac adaptor is (B)(4) 2014, not (B)(4) 2014, as mentioned in follow-up #2.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter does not turn on. The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The patient tests between four to six times per day; testing may vary based on how he feels and his activity level during the day. He manages his blood glucose with a set dose of lantus (38 units) before bedtime and humalog (sliding scale with each meal). According to the reporter, if the patient¿s blood glucose result is between 4.0-7.0mmol/l, the base amount of humalog given is 5 units with breakfast, then 6 units at lunch and dinner time. Additional insulin is provided if the patient¿s blood glucose is ¿elevated¿. The patient¿s blood glucose range is typically between ¿4-10mmol/l¿ (depending on his activity level). The alleged power issue reportedly occurred on (B)(6) 2014 (noon), while vacationing in mexico. Following the product issue, the reporter indicated the patient administered 7 units of humalog and at an unknown time afterwards, the patient experienced symptoms of fatigue and headache. According to the reporter, the elevated temperature and traveling contributed to his reported symptoms. No medical intervention was administered. After resting, the patient¿s symptoms abated approximately 30-60 minutes later. At approximately 4pm, the patient retested with the onetouch ultramini meter (¿13.9mmol/l¿), later had his dinner, and administered 11 units of insulin accordingly. At the time of troubleshooting, the csr verified there was no misuse of the lfs product; the patient was not using the subject meter for the first time; the patient was using the correct test strips at the time the alleged issue occurred; and the reporter was able to perform a rapid charge. However, the csr noted the alleged issue was not resolved after the rapid charge was performed. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #2 (06/13/2014), follow-up report #1 (submitted on 6/6/2014), the date received by manufacturer should have been 6/3/2014 not 4/8/2014. Additional information: the usb cable and ac power adapter involved with this complaint was returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the usb cable and ac power adapter have passed testing with no faults found. The complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.